Manufacturer narrative:
On 15-feb-2026, the product investigation was completed as the complaint device had been discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31749891l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a qdot micro catheter and the patient experienced cardiac tamponade that required drainage. The patient underwent the second procedure for paroxysmal atrial fibrillation. Since pulse loss of the posterior lpv (left pulmonary vein) carina and the anterior ripv (right inferior pulmonary vein) was observed, the ablation was performed using qdot micro catheter. After box isolation, cti (cavotricuspid isthmus) ablation was performed, and sr (sinus rhythm) mapping was done. Svc (superior vena cava) isolation was not performed because the sleeve was short. Provocation testing was performed, and as no arrhythmia was induced, the procedure was completed. After the procedure completion, blood pressure decreased and echocardiography showed pericardial effusion, so cardiac tamponade was diagnosed. Drainage was performed, and the patient¿s condition was stable. Patient improved. Extended hospitalization was not required. The physicians opinion on the cause of the adverse event was that the cause has not been identified; however, during sinus mapping another manufacturer's catheter was first inserted into the svc (superior vena cava), and when the octaray was advanced into the svc alongside it, the other catheter may have inadvertently injured the myocardium. No error messages observed on biosense webster equipment during the procedure . 41 ablations were performed - 36 within pulmonary veins and 5 outside of pulmonary veins (cti). There was no evidence of steam pop. Force visualization features used were cf (contact force), realtime graph, vector, visitag. Visitag coloring setting: tag index. Parameters for stability used were maximum distance change:3mm, minimum time:3s, fot (force over time):25%, tag size:4mm. Additional filter used with visitag was color thresholds:low 330.0, hign 400.0.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).